Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: it was reported that a 2nd problem of pulling off suture needle had happened during the surgery; when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify? During use on the patient. Photo analysis: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the individual image submitted for evaluation determined that a winding former could be seen, a needle separate from the suture with product code sxpp1a400. Image is not clear to determine failure mode or reported condition. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-02523. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the problem of pulling off suture needle had happened during the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.